Event description:
The user facility reported a 63-year-old male with cardiomyopathy was implanted with an impella for mechanical circulatory support. The surgeon had difficulty positioning the impella 5.5 post-implant because the pump repeatedly "flipped" on echo toward mitral valve. No suction, reduced flows, or sustained arrhythmias noted due to positioning. During examination, the surgeon noted that the junction between the white plastic of the locking mechanism and the blue hub allowed for rotation of the white plastic locking mechanism. Once identified, the surgeon placed a heavy tie around the blue rubber hub to maintain placement. Issue was resolved. Support continued with the implanted pump following the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The root cause of the positioning issue was not determined since product was not returned and insufficient clinical information provided. The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05461. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank.